Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended and the reported issue could not be duplicated. The imaging system passed the system checkout and was found to be fully functional. Manufacturing date was unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the system switched into stand alone mode. The site was performing a rad calibration and went to decrease the kv, however, it dropped all the way down and then went into stand alone mode. The system was rebooted which resolved the issue. This issue was noted outside of a procedure, and there was no patient involvement.